Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, 75% stenosed, de novo lesion in the mid right coronary artery (mrca). After lesion pre-dilatation and stent implantation, a 4x12mm nc trek balloon dilatation catheter (bdc) was advanced without issue for post-dilatation. The balloon was inflated one time to 16 atmospheres (atm) when the balloon ruptured. The bdc was removed without issue and a same size, non-abbott balloon was used to post-dilatate the lesion and successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.